Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during surgery the solenoid did not detect the exact hole during use. There was a delay greater than 30 min. No back up applicable for this event since surgeon completed the procedure without the device. No injuries or other complications reported at this time.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, the information provided is insufficient to determine the root cause of the failure to align. However, based on the information provided, the surgeon completed the procedure without the device because a backup device was not available with a greater than 30-minute delay. Since there were no injuries or other complications reported, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible probable causes could include but not limited to probe not inserted correctly/damaged, software not updated, connection or mechanical issues. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Additional information: d3.